Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and received a insulin pump error. The customer¿s blood glucose level was 429 mg/dl. The customer was treated with bolus from insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer performed displacement test and it passed and got a no reservoir alert. The customer reported that the auto mode feature was not active during the reported event. The device will not be returned for analysis.